Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced and adjusted the sample probe, readjusted the sample probe and sipper nozzles, noted that the dilution bath needs to be replaced, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 8000 cobas ise module. The customer was prompted to repeat the patient samples as the initial results did not match the patients' clinical pictures. For sample 1, the initial na result from line 1 was 127 mmol/l. The sample was repeated on line 2 and the result was 133 mmol/l. For sample 2, the initial na result from line 1 was 126 mmol/l. The sample was repeated on line 2 and the result was 133 mmol/l. For sample 3, the initial na result from line 1 was 141 mmol/l. The sample was repeated on line 2 and the result was 148 mmol/l.